Event description:
It was reported that since the patient had an MRI, he has had a change in therapy effect with acute pain. The patient stated, "something is wrong with the pump". The patient was admitted to the hosp due to a different medical issue. No further outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.